Event description:
There were two separate events with two different patients which were similar in nature and will be described below. #1 - male patient underwent right lower extremity angiography using zipwire hydrophilic guide wire (#moo146308bo, lot #11035079). Per vascular surgeon; "wire looked normal when removing from package, didn't notice anything odd. Introduced it into catheter and removed catheter over it. Took 4x4 gauze to wipe down wire to re-introduce new catheter and gunky substance was on wire. Wiped wire down multiple times with clean gauze and every time it had a new buildup of "gunk." Couldn't tell what it was". #2 - male patient with right upper extremity venous declot used stiff zipwire (#moo14630880, lot #11035079). Per vascular surgeon; "the hydrophilic coating of the stiff zipwire sheared off the wire. The wire catheter was unable to be advanced over the wire resulting in loss of access". Of note, interventional radiology staff confirmed the gauze was moistened prior to wiping catheter on both occasions. Manufacturer response for zipwire hydrophilic guide wire per site reporter. We self-eliminated the product from our inventory. The supplier was notified and a new product was obtained.